Event description:
Patient reports that the adhesive pad does not stay attached to her body causing her application site issues of pain/ discomfort. Patient wears her v-go on her abdomen, properly prepares the site before application, and reports that within 1 to 5 hours of wearing her v-go the adhesive becomes loose causing the needle to move and cause the pain/discomfort.